Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the instrument broke. Fragment removal required revision.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported fracture. The instrument fractured due to high stress low cycle fatigue crack initiated at the external edge of the intramedullary rod. The fatigue crack progressed inward until the rod cross section could not sustain the applied load and final overload fracture occurred. No evidence of material or manufacturing defects were observed. The root cause is a combination of design and excess leverage applied at the tip during use. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.